Event description:
Healthcare professional reported right side rupture and "complex ovoid fluid". Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary : the device related to the reported event of rupture and seroma-late was received on august 26, 2024 with lot number 2373853. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Seroma-late: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and "complex ovoid fluid". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.